Event description:
It was reported that t-wave oversensing was observed. Reprogramming changes were recommended.

Event description:
Additional information received indicated that the patient was in atrial fibrillation and the device was not double counting due to t-wave oversensing.

Manufacturer narrative:
(B)(4).